Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified in procode and PMA/510k. (Expiry date: 11/2021).

Event description:
It was reported that during port placement procedure, air was allegedly drawn while applying negative pressure. It was further reported hub of the needle was allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one introducer needle was returned for evaluation. Functional, gross visual and microscopic visual were performed. The investigation is confirmed for the reported needle damage, as a cracks were noted on the needle hub and leak from the cracks was noted near the needle hub.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified in d2 and g5. H10: d4 (expiry date: 11/2021),g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement procedure, air was allegedly drawn while applying negative pressure. It was further reported that hub of the needle was allegedly damaged. There was no reported patient injury.